Event description:
It was reported by service report that the bed was stuck in mid-height, as the bed could not be lowered to its lowest, flat position. It is unk if there was pt involvement or if there are adverse consequences to report.